Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a loss of capture. The lv lead was turned off, then subsequently repositioned and remains in use. No patient complications have been reported as a result of this event.